Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient on active pap was not properly ventilated. The active exhalation valve was not opening or closing at the correct time. It was sticking open and/or closed. The patient did not die but was not properly ventilated. No medical interventions were specified. The user was an experienced user and stopped and restarted the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient on active pap was not properly ventilated. The active exhalation valve was not opening or closing at the correct time. It was sticking open and/or closed. The patient did not die but was not properly ventilated. No medical interventions were specified. The user was an experienced user and stopped and restarted the device. Despite multiple attempts via mail to (B)(6) on 02/28/2025, 03/07/2025 and on 03/13/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.